Event description:
The advocate stated the contour next link sent his wife's blood glucose reading to the insulin pump and her blood glucose had dropped too low. The specific reading was not provided. At 1:00am his wife was in a coma. He tested her blood glucose with the contour next link and the reading was 44mg/dl. He called 911 and the patient was given IV fluids but did not respond. She was taken to the hospital. No additional details regarding treatment were provided. Customer was home from the hospital at the time of the call. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.